Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing (pptwos). The episodes all occurred on a single day. No changes were made. The patient will be monitored, and no patient symptoms were reported.